Manufacturer narrative:
Correction: upon receipt of additional information, it was determined that the event reported on 2937457-2021-02165 does not meet criteria for a reportable event related to fmc cycler product. There was no serious injury, adverse event, or reportable malfunction. There will be no further updates on 2937457-2021-02165.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical that the cycler experienced multiple air detected in cassette alarms in dwell 4 of 4. Additionally, an unspecified fluid leak was experienced during treatment. Upon follow up, the patient confirmed the reported event. Additionally, the patient confirmed that multiple air detected in cassette alarms occurred during dwell 4 of 4 and the treatment was cancelled. After treatment was cancelled, the patient confirmed that fluid was discovered leaking slowing down the side of the cycler from the heater tray. The patient confirmed that after investigating the leak, fluid was coming from an unknown location on the heater bag. The patient stated that the location of the leak was difficult to determine due to the bag being almost empty. The cause of the leak was unknown. The patient stated that the connection and the lines were dry, and only the bag and heater tray were damp. The patient stated that after treatment was cancelled, the heater bag was removed, and a small puddle of solution had accumulated on the heater tray. There was no fluid discovered in the cycler door and there were no issues with the cassette used during the event. The patient stated they did not complete treatment on the day of the event. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however they have elected to continue treatment on the cycler the next day after drying the exterior of the machine. The patient stated they completed treatment on the cycler the next day with no issues. The patient confirmed that the heater bag is available for return to the manufacturer for physical evaluation. The cycler is not available for return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical that the cycler experienced multiple air detected in cassette alarms in dwell 4 of 4. Additionally, an unspecified fluid leak was experienced during treatment. Upon follow up, the patient confirmed the reported event. Additionally, the patient confirmed that multiple air detected in cassette alarms occurred during dwell 4 of 4 and the treatment was cancelled. After treatment was cancelled, the patient confirmed that fluid was discovered leaking slowing down the side of the cycler from the heater tray. The patient confirmed that after investigating the leak, fluid was coming from an unknown location on the heater bag. The patient stated that the location of the leak was difficult to determine due to the bag being almost empty. The cause of the leak was unknown. The patient stated that the connection and the lines were dry, and only the bag and heater tray were damp. The patient stated that after treatment was cancelled, the heater bag was removed, and a small puddle of solution had accumulated on the heater tray. There was no fluid discovered in the cycler door and there were no issues with the cassette used during the event. The patient stated they did not complete treatment on the day of the event. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however they have elected to continue treatment on the cycler the next day after drying the exterior of the machine. The patient stated they completed treatment on the cycler the next day with no issues. The patient confirmed that the heater bag is available for return to the manufacturer for physical evaluation. The cycler is not available for return.